Event description:
It was reported to philips that the system was unable to perform fluoroscopy or cine, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the issue was used during system check. The assigned procedure was completed on another cath lab. It was reported to philips that system unable to perform fluoro because of tube grid defect. Review of the log files shows x-ray tube current out of range. Upon troubleshooting, the philips field service engineer (fse) found that fluoroscopy had stopped in single-shot mode, although cine was functioning and found grid switch error with tube arcing. To resolve the issue, fse cleaned and re-greased all the high-voltage candles. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.